Manufacturer narrative:
The batch number could not be verified due to incomplete or missinginformation and / or product from the customer. Our manufacturingq-system assures that production and process controls are in place toensure that batches confirm to the applicable specifications before theyare distributed.the non-integration of an endosseous dental implant during the healingphase is a known inherent risk of the treatment with dental implants.most implant failures occur before occlusal loading (analainen et al.2013, koldsland et al. 2009). Based on clinical studies about 1-3% ofthe implants fail within the first year after implantation (ganeles etal. 2008).implants may have to be removed in case one or more of the implantsuccess criteria are not met.implant success criteria according to buser et al. (1991) are:1. Absence of persistent subjective complaints such as pain, foreignbody sensation and /or dysesthesia2. Absence of a recurrent peri-implant infection with suppuration3. Absence of implant mobility4. Absence of a continuous radiolucency around the implant.the manufacturer's trend analysis confirms that the reported earlyfailure rate associated with its dental implants is below the expectedfailure rate for this treatment as published in the scientificliterature.

Event description:
The clinician reports the implant was inserted (B)(6) 2022 in the patient's mouth. On (B)(6) 2022, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain. No further patient complications were reported.